Manufacturer narrative:
(B)(4). Customer declined replacement at this time. Most likely underlying root cause of malfunction: pcb contamination.

Event description:
Consumer complaint of e-4 error;e-4 error occurred upon insertion of test strip into meter port. The customer called stating that the meter was reading an e-4 error. After trouble shooting with the customer, the customer did state that she has not used the meter in almost a year and the strips were expired after 4 months. The customer also stated she was feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results